Manufacturer narrative:
Article citation: pirani, v., virgili, f., & ramovecchi, v. (N.d.). Short-term outcomes of xen45 standalone versus combined with phacoemulsification in open-angle glaucoma patients: a retrospective study. Journal of clinical medicine, 13(1), 157. Https://doi.org/10.3390/jcm13010157. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Malignant glaucoma, endophthalmitis, exposure, device migration and high intraocular pressure are a known potential adverse event addressed in the product labeling.

Event description:
Reported events of "66 eyes required hypotensive medication for high iop; 228 eyes required needling; 9 eyes had choroidal detachment; 1 eye had conjunctival cysts; 3 eyes had extrusion; 1 eye had flat anterior chamber; 1 eye had hemovitreous; 3 eyes had hypertension; 2 eyes had hypotony; 3 eyes had malignant glaucoma; 3 eyes required a replacement xen®45 gts implant; 1 eye had xen®45 gts malposition; 1 eye had endophthalmitis; 1 eye had vitreoretinal surgery" were noted in the article: ¿short-term outcomes of xen45 standalone versus combined with phacoemulsification in open-angle glaucoma patients: a retrospective study.¿ journal of clinical medicine vol. 13.